Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance and treatment appears to be related to operational context of the procedure. A definitive cause for the reported stent break could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0x48mm xience xpedition stent was implanted; however, noted to fracture. Therefore, a new 3.0x18mm xience alpine was implanted to cover the fracture stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided. Subsequently, after the initial report was filed it was noted that resistance was felt during advancement due to anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0x48mm xience expedition stent was implanted; however, noted to fracture. Therefore, a new 3.0x18mm xience alpine was implanted to cover the fracture stent . There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.